Event description:
Oversensing episodes were observed on the atrial and ventricular channels. The leads were explanted and replaced. During the procedure, an insulation defect was noted near the connector of both leads. The patient was stable. Related manufacturer reference number: 2017865-2017-05567.

Manufacturer narrative:
The reported field events of over-sensing and insulation damage on the riata lead were confirmed in the laboratory. Visual inspection of the lead found external insulation abrasions in multiple locations, which are consistent with lead to device can friction. The exposure of the inner coil and re sensing cable conductors likely caused the reports of over-sensing from the field. All other damage to the lead body is consistent with that incurred during the explant procedure.